Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a damaged and unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its lcd touchscreen was damaged and unresponsive to touches. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. There was no malfunction of the device's touchscreen, as initially reported. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.